Manufacturer narrative:
Block a1: meshc-20211007-10b390fd. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2021-00105.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6) 2015. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; other pain (nighttime pain); painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; damage; psychiatric injury surgical interventions: on (B)(6) 2015 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: cystoscopy and prolonged treatment for interstitial cystitis. On (B)(6) 2016 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: cystoscopy. On (B)(6) 2019 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: eua / vaginoscopy / vault biopsy. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: gastroscopy + colonoscopy. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: cystoscopy. Nonsurgical treatments: on (B)(6) 2021 the patient commenced pain medication: codeine 30mg + paracetamol 500mg for the treatment of: pain relief. Treatment duration: ongoing. On (B)(6) 2018 the patient commenced incontinence medication: oxyrol patches for the treatment of: help with incontinence. Treatment duration: ongoing. On (B)(6) 2018 the patient commenced topical treatment (including oestrogen cream): ovestin cream for the treatment of: prevent infection of mesh protrusion in vaginal vault. Treatment duration: 6 months.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6) 2015. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; other pain (nighttime pain); painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2015 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: cystoscopy and prolonged treatment for interstitial cystitis. On (B)(6) 2016 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: cystoscopy. On (B)(6) 2019 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: eua / vaginoscopy / vault biopsy. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: gastroscopy + colonoscopy. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: cystoscopy. Nonsurgical treatments: on (B)(6) 2021 the patient commenced pain medication: codeine 30mg + paracetamol 500mg for the treatment of: pain relief. Treatment duration: ongoing. On (B)(6) 2018 the patient commenced incontinence medication: oxyrol patches for the treatment of: help with incontinence. Treatment duration: ongoing. On (B)(6) 2018 the patient commenced topical treatment (including oestrogen cream): ovestin cream for the treatment of: prevent infection of mesh protrusion in vaginal vault. Treatment duration: 6 months.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.